Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Parents reported that the child fell during play and there was bleeding in the external auditory canal. After the incident in situ measurements showed affected channels.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. 3 channels were found extra cochlea during explantation. As per information two channels were deactivated at first fitting due to being extra-cochlea. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The parents reported that the child fell whilst playing and there was bleeding in the external auditory canal. After the incident in situ measurements showed affected channels.